Event description:
Problem: inogen g3 portable oxygen concentrator abruptly stopped delivering oxygen. This has happened to me on two different units. Background: I have been using an inogen g3 portable oxygen concentrator for about a year with no problems. On (B)(6) 2016, the concentrator abruptly stopped delivering oxygen to the attached nasal cannula when operating on battery power. The inogen display appeared normal but none of the buttons on the display had an effect on the operation of the concentrator. The green led did not flash to indicate that boluses of oxygen were being delivered. The removal and reconnection of the battery appeared to restore the concentrator to normal operation. I immediately called inogen customer service to report this operational failure. Inogen customer service sent me a new replacement concentrator by overnight delivery. This new unit functioned properly until, several days later, it also failed in exactly the same way as the original unit. Again proper operation of the concentrator was restored by the removal and reconnection of the battery. Requested action: please investigate this problem. The inogen g3 portable oxygen concentrator should not abruptly stop delivering oxygen. While the cause of this malfunction of the oxygen concentrator is unk, I want to make you aware that I had a biotronik pacemaker eluna 8 dr-t implanted on (B)(6) 2016. The possibility exists for an interaction between the inogen concentrator and this pacemaker that could have resulted in the noted failure of the concentration.